Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, anemia, insomnia, fibromyalgia, dysuria and pollakiuria. Concomitant products included flavoxate hydrochloride (urispas), fluconazole (diflucan), nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), depression ("depression/psych injury"), anxiety ("mental anguish/psych injury") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), blood loss anaemia ("anemia"), abdominal pain ("pain: abdominal") and back pain ("low back area pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, blood loss anaemia, abdominal pain, dyspareunia, vaginal infection, vaginal haemorrhage and urinary tract infection had resolved, the depression, anxiety and dysmenorrhoea outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, blood loss anaemia, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 (summons) and (B)(6) 2007 (pfs). Discrepancy for lab data plantiff previously underwent essure confirmation test now reports that did not undergo confirmation test patient received treatment for pain, abnormal bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anemia, heavy menses, migraine, abdomen pain, pelvic pain, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: outcome of event abnormal bleeding (vaginal) and uti was updated to recovered/resolved. Events of genital hemorrhage, menorrhagia and blood loss anemia downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic'), genital haemorrhage ('general abnormal bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, anemia, insomnia, fibromyalgia, dysuria and pollakiuria. Concomitant products included flavoxate hydrochloride (urispas), fluconazole (diflucan), nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), depression ("depression/psych injury"), anxiety ("mental anguish/psych injury") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), abdominal pain ("pain: abdominal") and back pain ("low back area pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, blood loss anaemia, abdominal pain, dyspareunia and vaginal infection had resolved, the vaginal haemorrhage, urinary tract infection, depression, anxiety and dysmenorrhoea outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, blood loss anaemia, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 (summons) and (B)(6) 2007 (pfs). Discrepancy for lab data plaintiff previously underwent essure confirmation test now reports that did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anemia, heavy menses, migraine, abdomen pain, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs and mr received. Model number updated. Reporter information, medical history, concomitant drug added. Event : abnormal bleeding (vaginal), uti, dysmenorrhea (cramping), low back area pain added. Event : psych injury were updated to depression, mental anguish. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic'), genital haemorrhage ('general abnormal bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, blood loss anaemia, abdominal pain, dyspareunia and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, blood loss anaemia, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 (summons) and (B)(6) 2007 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: incident category updated. Previously reported event injury replaced by new events pain: pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),anemia, general abnormal bleeding, psych injury and bladder/urinary problems: vaginal infection. Outcome for the events pain: pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),anemia, general abnormal bleeding and bladder/urinary problems: vaginal infection updated to recovered / resolved. Reporter information, product indication, insertion and removal date updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.